Manufacturer narrative:
-The length of the foreign particulate matter (pm) is 3mm in size and curved in nature (previously reported as approximately 3cm in length on initial). -the customer reported that the pm appears to be ¿plastic like¿ and they ran a quick series of ftir scans (fourier-transform infrared spectroscopy). The customer confirmed the material of the pm is a plastic, however, they were unable to match it to the material of the baxter product. It was further stated, the pm does look like a small pliable plastic/rubber from a known product contact material was the source of the single particulate. Additionally, the customer stated the exacta mix bag does have ¿black print¿ (ink) however, the pm does not appear to be a match to that either. The customer reported that through their evaluation at this point, the pm does not appear to be related to the baxter product (omitted on initial). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter was observed in a 3000 ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag. The particulate matter was specified as black in nature, pliable and approximately 3cm in length. This was observed during filling. There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured from october 14, 2021 - october 15, 2021. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed on the photograph which observed a dark curved foreign material that appeared inside of the bag. The reported condition was verified based on the sample image, however, without the physical sample further analysis could not be performed. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.